Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator batteries and the snubber printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' batteries would fail a generator test. No pt injury was reported.